Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. Customer reports using the cable and adapter supplied by abbott diabetes care for use with the libre device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports electric shock from their abbott diabetes care device. Customer reports using the cable and adapter supplied by abbott diabetes care for use with the libre device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and a major damage was observed on usb port. No evidence of burn mark was observed. The customer returned the usb charging cable and adapter. Visual inspection has been performed on the returned usb/charging cable and no damage was observed. No corrosion was observed. Usb/charging cable passed testing. Visual inspection has been performed on the returned power adapter and no damage was observed. The power adapter voltage was measured to be within specification range. Power adapter passed testing. An extended investigation was performed. Visual inspection has been performed on the returned reader and observed a major damage to the usb port on the returned reader. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader did not powered on with button depression and strip insertion. Trying to charge the returned reader with a known good usb cable but observed that reader did not power on and exhibit charging capability. The reader was connected to pc with a known good usb cable and observed power surge error. Extended investigation was performed on de-cased reader and visual inspection was performed on the printed circuit board assembly (pcba) and did not observe burnt mark, contamination and component damage. Battery of returned reader was intact with no damage. The returned battery voltage was measured which was not within specification range. Returned reader was placed in the fixture with returned battery connected to the power source and reader was powered on and exhibited a typical charging capability. Returned reader was successfully communicated with software through reader test fixture. An extended investigation downloaded the reader's log and checked for cybersecurity error codes, and saved. An extended investigation allowed the returned battery, which was charged with reader test fixture and voltage of returned battery was measured, which was within specification range. The voltage which was produced by the returned reader battery was insufficient to produce an electric shock. Attempted an extended investigation to perform power consumption test but was unsuccessful due to the damaged usb, it was prevented the reader to communicate with software. A thermal camera was used to inspect for any hotspot and no hotspot was observed. Performed built-in reader test and reader test was passed. Returned reader was able to activate a known good sensor. There was no evidence of a product malfunction. The reader did not turn on or charged due to that damage of the usb port pin. Power surge issue with reader was connected to the pc is due to the damage usb port pin. The damage of the usb was observed. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.